Event description:
The facility removed the mattress inflater from the footboard of the bed and placed it on the floor. A volunteer tripped over it and fell. They went to ER and found they had a fractured elbow and torn ligament in wrist.